Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record could not be conducted because the lot number was not provided. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined; however, the reported treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. This is used to address use of the starclose se in a calcified vessel. It should be noted that the starclose se instructions for use states: do not deploy the clip in areas of calcified plaque. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was achieved using a starclose se device with a 6fr sheath after an interventional procedure. Reportedly, after the procedure, the patient returned to the hospital two times in a week for unknown symptoms. Under fluoroscopy a common femoral artery occlusion was noted and treated with a zilver ptx stent with a good outcome. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.